Manufacturer narrative:
Product complaint #: (B)(4). Additional device evaluation summary: one empty opened foil, a paper lid and a winding former with eight needle-suture combination of product code vcp726, lot kg2750 were returned for analysis. During the visual inspection of the sample, mismatched between the length of the needle printed at the foil and the one printed at the paper lid could be observed; since, the graphics indicates that the needle length on the foil package is 26 mm while the needle length on the paper lid indicate 27mm. The final quality release criteria was met before this lot was released for distribution. Per the condition of the sample received, the assignable cause of packaging - labeling identification is incorrect print information. Photo evaluation: inconsistent labeling between inside and outside package issues were noted. Picture of the sample was received for analysis. Upon visual inspection of the pictures, mismatched between the length of the needle printed at the foil and the one printed at the paper lid could observed. The final quality release criteria was met before this lot was released for distribution.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported prior to unknown procedure on (B)(6) 2019 suture was used. It was noted that the information was inconsistent between inside and outside package. The labeling on the outer sterile package is labeled as 26mm, but inside paper lid is labeled as 27mm. No reported patient consequences.